Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Reason for device explant and/or reoperation: capsular contracture baker grade v. Concomitant products: 350cc mentor smooth round moderate plus profile breast implant catalog: 3502350 lot: 6862197 serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian patient who underwent primary breast augmentation surgery with a 350cc mentor smooth round moderate plus profile experienced right sided capsular contracture post procedure. The highest grade for capsular contracture is baker grade IV (the doctor diagnosed the patient with baker grade v) post procedure. As a result, patient had undergone removal on (B)(6) 2019.